Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain about 6 months after insertion") in an adult female patient who had essure inserted. The patient's medical history included multigravida (5 pregnancies), parity 4, clubfoot, cesarean section (for all 4 childbirths) and extrauterine pregnancy (one). Concurrent conditions included obesity. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tubes removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be unrelated to essure. The reporter commented: essure removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on (B)(6) 2018. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("lower abdominal pain about 6 months after insertion (pain about 6 months after insertion)") in an adult female patient who had essure inserted. The patient's medical history included multigravida (5 pregnancies), parity 4, clubfoot, cesarean section (for all 4 childbirths) and extrauterine pregnancy (one). Concurrent conditions included obesity. On (B)(6) 2017, the patient had essure inserted. In february 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tubes and essure implants were removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: essure implants were inserted to the patient without problems. About half a year later symptoms started to occur which the patient connects to implants. Essure removal was performed at the patient's request. During removal no signs about complication, implants were right in situ. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician or physician is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: the physician reports via health authority valvira. Essure implants were inserted to the patient without problems. About half a year later symptoms (lower abdominal pain about 6 months after insertion)started to occur which the patient connects to implants. On (B)(6) 2018 fallopian tubes and essure implants were removed. During removal no signs about complication, implants were right in situ. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain about 6 months after insertion") in an adult female patient who had essure inserted. The patient's past medical history included multigravida (5 pregnancies), parity 4, clubfoot, cesarean section (for all 4 childbirths) and extrauterine pregnancy (one). Concurrent conditions included obesity. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tubes removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be unrelated to essure. The reporter commented: essure removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Further company follow-up with the physician is not possible. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.